Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product lot identification necessary to review manufacturing history was not provided. User facility filed medwatch report 0502420000-2012-8004 in regards to the same event.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2012. During the procedure, a saw blade fractured. Wound exploration and radiographs were conducted to confirm that patient did not retain part of the saw blade.